Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 159, 165 and 233 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored on the kitchen table. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. Customer stated he takes his blood test fasting and he has not had any changes in his diet or exercise regimen. The meter memory was reviewed for previous test result history: 159mg/dl (B)(6) 2017 03:10 pm fasting:yes, 165mg/dl (B)(6) 2017 03:30 am fasting:yes, 233mg/dl (B)(6) 2017 01:00 pm fasting:yes, 160mg/dl (B)(6) 2017 04:00 am fasting:yes, 185mg/dl (B)(6) 2017 03:30 am fasting:yes. Memory concerns:the customer is concerned with the 5 results provided in the meter's memory